Event description:
During procedure, an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that the ablation catheter did not reach the temperature to make a good ablation. The catheter was replaced with another stablepoint catheter with did not resolve the issue. No information on procedure, outcome or patient complications. It is unknown if the catheter will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.